Event description:
The customer reported that the "tubing separated at connection part," and indicated that loss of small amounts of fluid could have a significant effect on blood sugar. A photo was received showing the separation is just distal to the junction where the 3 ports connect; this junction has separated from a distal single piece of tubing, which has an intact distal male luer. There was no patient harm or medical intervention. No further patient or event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.